Event description:
It was reported that an unknown transfer set had leaked above the set. This occurred during patient use. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.